Event description:
The account alleged the brakes not holding. No injury reported.

Manufacturer narrative:
Technician found the brake linkages broke on both ends of the stretcher. The technician replaced the brake linkage with a brake linkage upgrade kit to resolve the issue.